Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Photo sample evaluation: received (5) photo samples. Visual evaluation of the photo samples noted a opened used temp-sensing foley catheter with syringe. Verified material number 29030j14, batch number myks2721, material number for catheter 119314 and manufacturing lot number ngkn3119. The fifth photo shows a close-up image of trifurcation of catheter. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngkn3119. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. However, upon inflation the catheter has leaked due to pin hole at trifurcation site measuring 0.013in. This is out of specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Corrections: d, h. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a leak of sterile water was discovered from the foley catheter during pretesting, and its use was suspended.

Event description:
It was reported that a leak of sterile water was discovered from the foley catheter during pretesting, and its use was suspended.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.